Event description:
A peritoneal dialysis pt reported that this is only the second day that he was using this cycler. Worked with no problems the first day, but on the second day after pt treatment was complete, he removed the cassette and noticed moisture in the pump module. Then he noticed a small pin hole in the cassette. There is no report of pt ill effect. There is no sample available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.